Event description:
It was reported that during aveir leadless pacemaker (lp) implant procedure, the right ventricular lp exhibited difficulty in fixation, and was noted to have dislodged. Echo revealed the patient had sustained a cardiac perforation resulting in pericardial effusion. No intervention was required and the procedure was abandoned upon removing the lp on (B)(6) 2024. There were no patient consequences.